Manufacturer narrative:
Interrogation of the device indicated the device had been programmed to deliver 2000 mcg/ml of baclofen at 247.7 mcg/day. Evaluation of implantable pump serial number (B)(4) revealed a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer without any information.